Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4).

Event description:
Post pipeline procedure involving two pipelines and a marksman catheter, it was reported that the patient experienced contralateral limb weakness.it was reported that the patient's condition resolved on (B)(6) 2011.